Event description:
It was reported, the patient had a loss of therapeutic effect two days after a device replacement surgery. The patient stated, the device "stopped working well" after she got a cold and was coughing and throwing up. The patient also stated, she used to "go one time a night" and is now "going 8-10 times a night and 20 times during the day." The patient also reported, she felt the stimulation in a different location. The patient was redirected to their healthcare provider. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Product ID: 3093-28 lot# va03rcg, implanted: 2013 (B)(6), product type lead (B)(4).